Event description:
Revision of unix knee to total knee ps femur with universal baseplate, due to loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding loosening involving a unix tibial component was reported. Based on the medical review completed, the femoral component loosened as a result of an osteophyte near the posterior margin of the femoral component that was not removed during the primary surgery which resulted in a disturbance of the local biomechanics and kinematics of the uka resulting in an overload condition and leading to secondary instability with excessive and localised poly wear in the bearing liner and secondary loosening of the femoral component. Based on the provided information, the tibial component did not contribute to the event.

Event description:
Revision of unix knee to total knee ps femur with universal baseplate, due to loosening.